Event description:
The device misfired on the fifth fire. The device was examined by the md. The rn was notified and the device was passed off the field. A new device was passed to the field.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.